Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the stand alone texium leaked between the white and green bonding while administering a medication. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of texium leaked was confirmed per picture provided observed droplets of fluid on the smartsite fla top cap. The root cause of this failure was not identified.

Event description:
The customer reported that the during the administration of a medication the stand alone texium leaked approximately 30ml. Between the white and green bond.

Event description:
The customer reported that the during the administration of a medication the stand alone texium leaked approximately 30ml. Between the white and green bond. There was no report of patient harm.

Manufacturer narrative:
No photo was received for this event.